Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) elicited increased right ventricular (rv) shock lead impedances over a period of time from 60 to 90 ohms. Pacing thresholds were also noted to have increased slightly during that time. Boston scientific technical services (ts) suggested performing isometrics while measuring other shock configurations to assess system integrity, during which time high out-of-range measurements greater than 125 ohms were noted on the rv lead to device shock vector. Additional information was obtained from the field representative indicating that the cause of high shock impedance is unknown and that there are no commanded shocks this time. Also, the field representative was recommended to follow the patient and they will get an alert if the shocking impedance measurement would reach greater than 125 ohms. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated another alert was triggered for high out of range shock impedances. Further review noted the shock impedances had started to decrease slightly in (B)(4) 2017, but then returned to stable values of 110-120 ohms in (B)(4) 2017. The values then spiked to an out of range value of greater than 125 ohms. The patient is being monitored at this time. The products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this patient was brought in and a commanded shock was performed. The shock impedances were within an acceptable range and were 71 ohms, so the patient will be monitored. At this time, the products remain in service. No additional adverse patient effects were reported.